Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient delivered a baby boy naturally 7 days before the incident. The perineum was sutured using 2-0 synthetic absorbable surgical sutures, and the patient was discharged from the hospital a day after delivery. On the 7th day, patient had incision pain, but had no fever or swelling. On the 23rd day after delivery, the patient returned to the outpatient clinic with the same complaint. The perineal incision was examined and found that it did not heal well, and there were purulent spots with different sizes around the incision. The suture did not dissolve completely and was hard. The undissolved suture segments could be seen at the suture knots and the positions of needle eyes, and it was painful when touched. The patient was given 2 bottles of lotion to wash the vulva. Potassium permanganate tablets were given for sitz bath, and perineal suture was performed again 5 days later. The patient recovered well after the operation.